Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted during testing. However, analysis was unable to prime the insulin pump during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received missing end cap sticker, cracked case at display window corners and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 27.4 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.